Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and small white patches located on the exterior surface of the inflated bladder were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be blooming antioxidant (ethanox). Antioxidant (ethanox) is an ingredient of the bladder material. The purpose of antioxidant is to prevent degradation of the bladder. Blooming antioxidants are caused by variation in the manufacturing bladder extrusion process and is a known phenomenon. Blooming antioxidant (ethanox) is cosmetic and does not affect the function nor safety of the device. Blooming antioxidant is an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white particles inside the elastomer. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.